Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator recorded oversensing noise, some episodes of ventricular non-sustained without therapies. In particular the noise was marked as ventricular fibrillation in these episodes. During the follow up visit, the noise was reproducible with some movements. Sensing of the right ventricular was stable and all other parameters were stable. The device was reprogrammed and the patient will continue to be monitored via latitude home monitoring system. No adverse patient effects were reported. This device and competitor rv lead remains in service.